Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
It was determined that the cause of the reported issue was depleted batteries due to use error. As noted in the operating instructions, lifepak® 15 monitor/defibrillator operating instructions (english), "possible device shutdown. Always have immediate access to a spare, fully charged, properly maintained battery. Replace the battery when the device displays a low battery warning."

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an evaluation of the customer¿s device and was able to duplicate the reported issue. Stryker service representative observed two almost depleted batteries. After battery replacement, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse patient outcome reported.